Event description:
An implant card for the patient was received indicating they received a prophylactic battery replacement. It was indicated that the patient also underwent replacement due to feeling their old generator stimulation less when it came on and began having an increase in seizure frequency. No additional relevant information has been received to date.